Event description:
It was reported that the procedure was to treat a de novo lesion in the superficial femoral artery (sfa) with 90% stenosis, moderate calcification, moderate tortuosity, and a vessel diameter of 4.5mm. Atherectomy was not used. The lesion was prepared using a 4mm balloon at rated burst pressure for 2 minutes. The 4.5x80mm supera self-expanding stent system was advanced to the lesion, deployed the stent and opened and closed all safety releases. The introducer sheath was over 20cm to the proximal end of the stent during deployment. The deployment lock was unlocked and the thumb slide was advanced to the most distal position on the handle. However, there was resistance upon removal of the delivery catheter. The physician made a focused angio-view and it was found that the supera stent was inside the sheath. The stent and the sheath were removed over the wire. Another supera was used to complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that during removal of the delivery catheter the catheter tip caught on the deployed stent struts; thus moving the deployed stent inside the sheath resulting in the reported difficult to remove and the reported activation/deployment failure; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.